Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that a request to review this patient's episode was made as the patient felt unconscious. The case was reviewed and oversensing and pacing inhibition were noted, causing asystole greater than 2 seconds. This right ventricular lead was suspected to have an integrity issue, so it was scheduled for revision and was reprogrammed in the meantime. Eventually, this lead was explanted, replaced and it is not expected to be returned. No additional adverse patient effects were reported.